Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort because the implant moved during use. Upon evaluation, the tubing was determined to be too short. A surgical procedure was performed in which the tubing was lengthened. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of discomfort is a known risk associated with this device type and indicated as such in the instructions for use.